Event description:
The customer contact reported the pt received more IV fluid than intended. On (B)(6) 2011 at 1830, the pump was programmed to deliver 0.45% sodium chloride, at a rate of 40ml/hr, with a vtbi (volume to be infused) of 1000ml, and the delivery was started. The customer contact reported on (B)(6) 2011 at 0800, the nurse found that the solution bag was empty earlier than expected. The physician was notified. A basic metabolic panel (bmp) was ordered. The customer contact reported, there was "no major changes in the lab work." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.